Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer¿s blood glucose (bg) level was in target range. The customer changed the infusion set site to resolve the occlusion alarm.